Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode or determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker was explanted due to being in safety mode. Additionally, the device showed oversensing of myopotentials in unipolar pace/sense. As a result, it was decided to explant the device and replace it. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was explanted due to being in safety mode. Additionally, the device showed oversensing of myopotentials in unipolar pace/sense. As a result, it was decided to explant the device and replace it. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. This report is report is being submitted to correct the following fields: adverse event/product problem field (b1) in section b, adverse event/product prob. Describe event or problem field (b5) in section b, adverse event/product prob. Correction/removal reporting # field (h9) in section h, device manufacturers only. Additional MFR narrative field (h11) in section h, device manufacturers only.

Event description:
It was reported that this pacemaker was explanted due to being in safety mode. Additionally, the device showed oversensing of myopotentials in unipolar pace/sense. As a result, it was decided to explant the device and replace it. No additional adverse patient effects were reported. At the time of the event, the patient experienced a syncopal episode as well as feeling dizzy. No additional adverse patient effects were reported.